Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with several failed self tests. It was also reported that the patient was in the hospital for high blood glucose levels. The customer's blood glucose at the time of hospitalization was 300 mg/dl. The customer was confused and barely able to speak when 911 was called, and at the hospital she was treated with fluids and the insulin pump. The failed self test alarms occurred after the hospitalization but the customer was advised to replace the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with a high idle current and alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.